Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) prior to the implant procedure had low telemetry battery voltage. The ICD was not used. There was no patient involvement.